Manufacturer narrative:
Ptc investigation result received on (B)(4) 2014 . Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect at this time. Medical assessment: the medical events reported are not necessarily indicative of a quality defect. No complaint sample was provided for a technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect". Based on the information available, there is no reason to suspect a quality defect. Company causality comment:a solicited case of bleeding, chronic inflammation, pain, and bloating in a female consumer of unspecified age under treatment with essure (fallopian tube occlusion insert) was reported by a consumer. Essure was removed via hysterectomy. The consumer related the events to essure use. Bleeding, chronic inflammation, pain, and bloating were regarded as serious injuries, since they required an intervention (hysterectomy). Bleeding, pain, and bloating are listed for essure in the reference safety information, 'whereas chronic inflammation without given location is considered unlisted. Given the compatible temporal relationship and the lack of an alternative explanation all reported events are regarded as incidents. A product technical complaint (ptc) analysis was performed and concluded that based on the information available, there is no reason to suspect a quality defect of the product.

Manufacturer narrative:
Data correction for us reporting. The code (B)(4) was replaced with (B)(4).

Event description:
This is a solicited case report received from a female consumer of unspecified age in united states on (B)(4) 2014, who had essure (fallopian tube occlusion insert) implanted, was involved in an active online listening, study number: (B)(6) , and experienced bleeding, chronic inflammation, pain, and bloating. This report included initial and follow-up report of (B)(6) 2014. No information given on consumer's history, past or concurrent drugs and concurrent conditions. Consumer was not pregnant (she mentioned her "non-prego non- #essure belly eight months post op"). On an unspecified date, the consumer had essure implanted. On an unspecified date, the consumer experienced bleeding, chronic inflammation, and pain. Consumer still so bloated eight months post operation . Reportedly, a hysterectomy was needed. Essure was removed in (B)(6) 2013. Consumer reported that essure was the worst product.